Event description:
Patient reported that the aligners are causing tooth pain in one of their bottom teeth and it hurts to bite. Their teeth are not properly aligned when they bite and causes pain. Patient provided bite video that shows their bite is with in normal limits. Advised patient to see dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.